Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details indicate that after insertion, the impella cp failed to achieve flows greater than 1 l/min despite troubleshooting volume status, pump positioning, rv function, and thrombus. The same issue persisted after removing, rewiring, and reinserting the same pump. Without the returned product and sufficient clinical information, including data log, the cause of the low or blocked pump flow could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in with unstable angina and complex coronary artery disease was implanted with an impella cp device for mechanical circulatory support. The patient presented to the hospital and was urgently taken for an angiogram. The patient had a history of previous stenting in the main left anterior descending (lad) artery and diagonal branches which had developed recurrent in-stent. The angiogram revealed significant blockages with an 80% blockage in the lad stent and 70% in the left circumflex artery (lcx). Ballon angioplasty was performed to the lad stent, and subsequently the patient became severely hypotensive, and blood flow became sluggish in both the lad and lcx arteries. The patient developed ventricular tachycardia (vt), requiring defibrillation and then subsequently developed ventricular fibrillation. The patient received cardiopulmonary resuscitation for seven minutes and three shocks before achieving return of spontaneous circulation. The patient was brought to the cardiac catheterization laboratory and urgently intubated, and the decision was made to implant an impella cp. An impella cp was prepped and inserted via the right common femoral artery without complications. Upon initiating support, the pump would not flow above 1 liter per minute (l/min). The medical team ruled out patient volume status, pump position, thrombus, and right ventricular function as cause to the low flow. The decision was made to remove the impella cp and rewire and reinsert the same pump. Upon insertion, the pump was started, and flows did not flow above 1 l/min. The impella cp was removed and a new impella cp was placed. It was noted that the second pump was sightly shallow at 2.8 centimeters (cm). The physician attempted to advance the impella but was unable to reposition the device. The device was maintained at 2.8 cm and a plan was made to explant the pump the following day. The second pump was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp, with serial number (B)(6). This report specifically addresses pump 1. A separate report was submitted for the other device associated with this complaint. Refer to section h10 for the related report number.